Manufacturer narrative:
The instrument was placed on the system and failed the recognition test. The instrument does not have a conductor wire visibly seen at the distal end thus most likely related to the grip cable. Additional related observation found: the instrument was found to have a broken grip cable at the distal end. Additional findings not reported: further investigation found the grip cable axis 6 loose at the proximal end which is related to the broken grip cable. Correction(s): d4: lot number: k14240530 0045.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion. A review of the provided image was performed, and the image of the instrument exhibits a broken grip cable.